Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.   A stryker service representative performed evaluation of the customer¿s device and was not able to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.   Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Section d9 returned to manufacturer on of supplemental MDR indicates: blank section d9 returned to manufacturer on of supplemental MDR should indicate: 01/30/2024 section h2 if follow-up, type of supplemental MDR indicates: additional information section h2 if follow-up, type on of supplemental MDR should indicate: device evaluation section h3 device evaluated by mfg of supplemental MDR indicates: blank . Section h3 device evaluated by mfg of supplemental MDR should indicate: yes during evaluation of the device electronic records it was observed that the device had one uninitiated shutdown which was a warm boot. After analyzing the 1x warm boot, it was identified that it occurred during a user test not while monitoring as reported. The absolute charge of battery 1 was 91% and battery 2 was 52%.